Manufacturer narrative:
Correction: event date of (B)(6) 2018 received from site. Correction: (B)(6), radiologic technologist (rt) initial reporter, received from site.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. UDI not available for this system at time of filing. Device manufacturing date is unavailable. No parts have been received by the manufacturer for evaluation.

Event description:
Medtronic received information that the mobile view station (mvs) turns off immediately after being unplugged from the wall. There was no patient present when this issue was identified.

Manufacturer narrative:
Additional information: device manufacture date provided.